Event description:
Father reported the vibration alarm on the infusion device is defective. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this reported is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.